Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2017865-2021-06070. It was reported the patient presented in the hospital. During procedure, the right ventricular lead was stuck in the pacemaker header and unable to be removed. Blood was also noted in the device header. The physician explanted and replaced the device and lead. The patient discharged from the hospital.